Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the screws of the crosslink were damaged. One of the screws is missing the entire threaded portion and the other is sheared off at the bottom cone shape of the screw. The crosslink was not returned for analysis. It appears the screws were damaged due to torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion at t1-t6 due to osteomyelitis. Intra-op, during final tightening the middle nut of he crosslink, a piece of the middle nut sheared off. The sheared part of the crosslink was explanted while the remaining part of crosslink remains implanted in the patient. No patient complications were reported.